Event description:
The reporter stated that the manifold was connected to a 5f catheter and the manifold was found to pull in air and leak. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
One sample was returned for evaluation. Examination of the returned sample found that the unit leaks at the o-ring on the rotator. The rotator was found to wobble and as it turned leakage was observed. Engineering is in the process of revising the rotator to eliminate this issue. The lot history was reviewed and found to be acceptable. Medex was able to confirm this issue and determine the cause. This issue is being addressed and no additional action is necessary at this time. Medex considers this MDR closed with this report.